Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that the 840 ventilator had a shutdown leading to a loss of ventilation. The ventilator was on a patient at the time of the reported event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. A third party service provider replaced the power supply and the ventilator was returned to use.